Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2020-47993. It was reported that one of the patient's leads was broken into the header. Reportedly, broken lead was discovered during ipg replacement procedure on (B)(6) 2020 (manufacturer report number: 1627487-2020-47991). In return, the lead was explanted and replaced. It is unknown which leads are related to the issue. Therefore, all the suspected devices are being reported.